Event description:
It was reported that the device was explanted after an implant duration of at least 130 months, due to tricuspid regurgitation. Information learned from implant patient registry and through follow up with the health care provider.

Manufacturer narrative:
Device not returned.